Manufacturer narrative:
No specific device information provided. The date of the event noted is the date of publication as the date of the reported event is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding "transvenous onyx embolization for dural arteriovenous fistula with concomitant transvenous balloon protection of the venous sinus." The time frame of this study was between september 2010 and december 2016. The following medtronic devices were used: e onyx embolization with hyperform balloon.  No deaths were reported. Among patient adverse events included: -a residual fistula that needed further treatment in 1 patient (1/36, 2.8%). -as demonstrated in table iii, after a mean follow-up of 1.5 years, transvenous embolization of the davfs led to clinical cure or remission of the symptoms in 31 patients (31/36, 86.1%), including 22 patients (22/23, 95.7%) with initial tinnitus, 6 patients (6/7, 85.7%) of those with initial headaches, one patient (50%) of those with both headache and concomitant tinnitus, one patient (100%) with ophthalmic signs and one patient with congenital davf. The remaining 5 patients with unchanged symptoms included 2 patients with pretreatment seizures (although the davfs were totally occluded) and 3 patients with headache or tinnitus (the davfs were partially occluded). These results showed that total occlusion or near total occlusion of the davf may result in clinical cure or remission of the symptoms. However, for those with pretreatment persistent seizure, total occlusion of the davf may not lead to seizure-free condition. For all patients, there were no immediate or delayed permanent post-treatment complications. Three patients with initial davf occlusion had a recurrent davf with minimal blood flow that needed conservative management. For those 3 patients with near total occluded davfs immediately after treatment, complete occlusion was observed in one patient during follow-up period and the minimal residual fistula in the other two patients remained unchanged. -for the three patients with significant blood flow reduction immediately after treatment, one progressed into high flow fistula that need further treatment and the other two remained unchanged.